Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 499 mg/dl and 110 mg/dl within 1 minute on the aviva system. No adverse event reported. The alleged product was replaced and requested for evaluation.